Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with inflatable penile prosthesis (ipp) procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms capsular contracture and patient problem/medical problem were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after an unsuccessful experience with an ambicor penile prosthesis (app) in 1999, the patient had an ultrex inflatable penile prosthesis (ipp) placed. During the on going period, the ipp was no longer effective at providing the patient with an artificial erection. At this point, a fluid loss of the device was identified. It was decided that the best option was for the patient to go under a revision procedure of his ipp device for a complete removal and replacement. During the revision procedure, several complications were observed. Once getting into the patients infrapubic area, it was observed that there was a big amount of capsule formation around the pump. After going trough the capsule, the pump was removed from the scrotum and the physician continued to locate the reservoir by following the tubing that left the pump and went into the patients space of retzium; however, once in the retzium it was discovered that the tubing no longer connected to a reservoir. The tubing had been ripped apart only having the suture that provides the stripped appearance sticking out. The area was searched for 15 to 20 min before deciding to retain the reservoir, since the component was not located. After deciding to retain the reservoir, the physician tried finding the corporotomy entrances for the cylinders, but it was discovered that the tubing appeared to enter from a penoscrotal approach and was intertwined with the patients bowels. Upon discovery of the complicated tubing entanglement, it was decided to cut the pump completely from the cylinders and suture the tubes leading into the corpora. Due to this observations, a specific location for the suspected fluid loss was not identified, however at least one can be suspected, given the condition of the tubing that was leading from the pump to the reservoir. The pump was explanted but the cylinders and the reservoir remain implanted due to the level of risk of the case, and it will be a discussion down the road whether or not the patient will be able to receive a new ipp device. The tubing was not freed during this procedure. The case was aborted and discussion of bringing in general surgeons down the road was briefly talked about. The patient is expected to have a normal recovery given the circumstances of the procedure.